Event description:
It was reported that this right atrial (ra) lead exhibited out of range intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of the presenting electrogram (egm) showed atrial undersensing and possible loss of capture (loc). Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.